Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a no delivery alarm and the absence of insulin delivery. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl. The customer was able to verify that insulin exited during manual prime. The customer was informed that the device was working as designed and the alarm was caused by a set or reservoir occlusion. Nothing was replaced or returned.